Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer had a return of symptoms. No environmental factors were noted to have contributed to the event. Troubleshooting/actions/interventions were noted as follows: pose of a definitive ipg ineffective (pose on (B)(6)): revision surgery to try to reconnect lead/ICD. In per-op: impossible to connect: change of the ICD because ICD implanted on (B)(6) was defective. The lead has not been changed and has been connected to the new ICD without issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the device settings as follows: 0.6 v, 210 us, 14 hz, c+0-, with cycling off. Data showed the battery results as ok.

Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), determined that the setscrew was backed out beyond the point of being able to engage with the connector block. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the one elect. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified that the ¿ICD¿ was the implantable neurostimulator (ins). It was noted that there was not a disconnection of the lead/ins, rather there were high impedances up to 4000 ohms, so the doctor decided to test and reconnect the system in the or. The tined lead was good (checked during the procedure), but it was impossible to reconnect the system. So, the doctor decided to change the ins for a new one. It was possible to connect and the impedance (checked during the procedure) was good (less than 4000 ohms).